Manufacturer narrative:
Continuation of medical devices: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 14-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for failed back surgery syndrome and spinal pain. The rep reported that they met with the patient on the day of the report, and the patient indicated that their system was helping for quite a while but hasn¿t been for the last couple of months. The patient wanted to see if the rep could improve the strength of their stimulation in their left leg. It was mentioned that the system was originally implanted for left thoracotomy pain. The rep stated that they were able to reprogram and improve the patient¿s coverage. It was noted that the patient was currently using group b. The rep stated that the 5-6-5 lead is damaged on the left side, and electrodes 0-7 are no longer functioning when tested at 3.0 ma. The rep indicated that the patient¿s implantable neurostimulator (ins) had 2.985 v remaining, and they estimated that the patient¿s battery will last about 6 more months. The patient was to schedule a device replacement consultation within the next 3 months. The rep stated that although good coverage was obtained with the lead so far, the damage of the lead could progress. It was mentioned that the patient will decide whether or not they want to discuss replacing their lead with a (B)(4). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that it has not been determined yet if the lead will be replaced. The rep stated that the cause of the lead damage is unknown. No further complications were reported or anticipated.